Event description:
Patient was revised to address loosening of the glenoid at the cement/bone interface. Depuy cement was used in the primary surgery. Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. Depuy (B)(4) was unable to retest the retained cement sample of this product, it was manufactured in may 2005 (expiry date april 2008) and therefore is more than 4 years old and has expired retention, in accordance with the quality retained sample procedure (B)(4). A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.